Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose level of 563 mg/dl. The customer¿s current blood glucose was 578 mg/dl. The customer had blood glucose level of 88 mg/dl. The customer ate pan cakes. The customer's blood glucose was 550 mg/dl. The product was not returned for analysis.

Event description:
It was reported that the customer does not remember using auto mode during their serious injury, however customer is really sure she was.